Manufacturer narrative:
It was reported that a collision due to an excessive force led to a communication failure. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. The event described in the complaint cannot be confirmed by logs however the full analysis of data logs performed indicates that 2 communication errors occurred. The first one which is not mentioned in the complaint is due to a known design defect recorded under the reference br-97. The communication failure reported in the complaint is found to be caused by a mismanagement of the vigilance device pedal, therefore the root cause for this issue is considered as user error. (B)(4).

Event description:
A communication failure occurred on (B)(6) 2018 during seeg surgery performed. The communication failure occurred due to a collision. The surgeon exerted significant force on the robot arm while the arm was locked onto a trajectory because he believed it was in free and fast cooperative mode. There was no damage to the arm. The surgeon was informed to not exert forces when the arm is locked and trained to avoid such interactions in the future. The surgery was delayed approximately 4 minutes as the computer was rebooted.